Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a cracked right plunger case. Both tamper seals were intact. There was evidence of the error recorded in the event history log. The reported problem primary audible alarm error was not found at power up. The investigation could not determine the intermittent of the error. No repair was needed for the reported problem since no problem was found. The root cause was unknown. No fault was found. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information was received by the manufacturer on 22-nov-2022 via email and attached to the complaint object. The date of event has been received and updated into the file. The reported event did not occur during any patient use.

Manufacturer narrative:
Other, other text: b3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was a primary audible alarm error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.